Event description:
An optometrist reported a patient was fit with acuvue advance contact lenses with hydraclear, november 2004. The patient returned to the office in the following month with a central corneal ulcer in the left eye. The ecp said the patient was immediately referred to an ophtalmologist for treatment. The treating ophthalmologist was contacted and would not provide information due to patient confidentiality issues. The optometrist reported the patient subsequently resumed wear of acuvue advance lenses. The patient developed a corneal ulcer in the right eye documented in report 1033553-2005-00012.